Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 11 months post-implant, it was reported that the patient presented with low flow alarms. The outpatient clinic reviewed the patient¿s system controller event history and observed low flow alarms as well as high pump power above 15 watts. The patient has been re-admitted; however, he was hemodynamically stable. The patient¿s inr was 2.3 at the time of the event and had remained stable after admission. An echocardiogram was performed and indicated good left ventricle unloading and that the aortic valve remained closed. The patient¿s lactate dehydrogenase levels were 450 u/l and the patient continued to experience power elevations. The patient was started on heparin as a precaution and no further events have been reported.

Manufacturer narrative:
The approximate age of the device is 11 months. The event occurred at (B)(6). The reported low flow alarms and pump power elevations were confirmed with the review of the patient¿s system controller event history; however, a specific cause for the event could not be determined. The patient remains ongoing with the pump and no further events have been reported a review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.